Event description:
It was reported that, upon interrogating the device, an electrical reset had occurred during the time of radiation treatment. The radiation treatment involves a linear accelerator tube used with 15 mev of energy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.